Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery at l1/5 due to lumbar kyphoscoliosis. Intra-op, the lever on the lower arm side of flexible arm got stuck and became unable to fix during use. The flexible arm for micro endoscopic discectomy (med) was substituted, and the operation was completed without problems. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the locking handle nearest to the small knuckle of the flex arm is jammed. It was attempted with force to loosen the stuck handle was made, but it could not be done with a reasonable amount of force. It felt like the screw the lever connects to has become cross threaded inside the joint not allowing it to move. Root cause of jammed/stuck handle is undetermined. If information is provided in the future, a supplemental report will be issued.